Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord required a replacement. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the power cord required a replacement. The biomed was advised by their technician for a replacement of the power cord. The remote service engineer (rse) provided the customer with the part number of the power cord to order and replace. This investigation is ongoing.